Event description:
After writer administered vaccine dose to client, writer went to activate the safety glide lock, by pushing upwards. When doing so, the safety needle disconnected from the syringe at the luer lock and landed directly on the floor. Writer disposed the safety needle and syringe safely in the safety hazard bin.